Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A fresenius peritoneal dialysis (pd) patient reported that she was hospitalized on (B)(6)2018 with abdominal pain. Upon follow up with the pdrn, it was determined that the patient was not diagnosed with peritonitis and was not overloaded with fluid. The pdrn reported that the patient has since recovered and has resumed normally scheduled peritoneal dialysis (pd) treatments without further issues or complications. Additional patient information was requested, but was not available.

Manufacturer narrative:
A temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the event of severe abdominal pain. The etiology of the abdominal pain is unknown; therefore causality cannot fully be determined. However it is well documented that end stage renal disease (esrd) patients commonly experience unexplained gi complications as a result of the esrd disease process. Based on the available information, there is no documentation or indication the liberty select cycler caused or contributed to the adverse event. Additionally, there is no allegation of a malfunction or of the machine failing to perform as expected in relation to this event.